Event description:
Customer reported set to be leaking at an unknown location. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of a leak from tubing was confirmed. The leak was found to originate from a tear in the silicone tubing near the upper fitment. The root cause of this tear was not identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.